Event description:
It was reported that there was damage on the black power cable on the system controller. The system controller was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system controller (serial number unknown) having a damaged black power cable was unable to be confirmed. The system controller was not returned for analysis. No log files, photos of the damage, or other documentation were submitted for review. Provided information indicated that the system controller was exchanged, that there were no alarms associated with the damage, that the serial number was unknown, and that the device was disposed. The root cause of the power cable damage was not able to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. The heartmate 3 patient handbook section 10 ¿safety checklists" instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.